Manufacturer narrative:
A steris service technician arrived onsite to inspect the system 1e processor and found that the float block switch assembly required replacement. As the float block switch assembly required replacement, the unit could not drain properly allowing water to escape through a small gap between the system 1e lid and seal. The technician replaced the seal and the float block switch assembly, tested the unit, and found it to be operating properly. The system 1e processor was returned to service. No additional issues have been reported.

Event description:
The user facility reported their system 1e processor was leaking water onto the floor, during a diagnostic cycle. No injury, procedure delay, or cancellation occurred.